Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: back panel is broken. Probable root cause: manufacturing nonconformity. Chassis. Cover. Power button. Use error. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the monitor fell. There was no patient involvment and therefore no adverse consequence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the monitor fell. There was no patient involvement and therefore no adverse consequence.